Event description:
It was reported that the locking caps are jammed up. During the attempt to unlock the locking caps three screw driver shafts got damaged. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Three screwdrivers broke while attempting to open the locking caps. The devices were returned for inspection and the event was confirmed. The screwdrivers have twisted tips, which could have occurred when rotated in the anti-clockwise direction. However, even if excessive force was applied, it was still not possible to loosen the locking caps in order to reposition the cage. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. While we assume that far too much mechanical force may have caused the damage of the screwdriver tip, unfortunately, we are unable to determine the exact cause of this reported problem. It should be noted that to date we have not received any complaints for both types of screwdrivers. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. While that far too much mechanical force may have caused the damage of the screwdriver tip, we are unable to determine the exact cause of this reported problem and the complaint condition is due to an unknown cause. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Submitted in error, duplicate complaint.